Event description:
Clinical report states the patient had patellar tendonitis treated with pain relievers, steroids, and anti-inflammatories. Also with physical therapy, electrical stimulation, and straight leg raises. Patient was referred to pain management for left total knee pain. Update received (B)(6) 2013 - clinical department reported that the patient was scheduled for revision on (B)(6) 2013 due to a bone scan which showed possible femoral loosening. Clinical learned on (B)(6) 2013 that the patient was actually revised on (B)(6) 2013, with an insert exchange and scar tissue excision being performed. No information was available at the time of this update regarding whether or not loosening of the femoral component was actually found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.